Event description:
Procedure: gynecology. According to the reporter: the staples broke when applied. The surgeon could not remove the staples from the abdomen. The operation was completed with suture. There was fluid leakage and additional tissue was resected.

Manufacturer narrative:
(B) (4).